Manufacturer narrative:
(B)(4).

Event description:
A customer reported a vacuum system timeout error and a cycle cancellation with their sterrad® nx sterilizer, and the load was released and used on a patient. The load items contained titanium blades. There is no report of an injury, infection or human reaction at this time. Asp will continue to follow-up on the status of the patient.

Manufacturer narrative:
Method: actual device not evaluated; no testing methods performed. Results: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." The customer processed a non-approved device in the unit and released it for use which would be the most likely assignable cause for the system issue. The customer was unresponsive to asp's attempts to obtain additional information regarding the patient. The customer did not feel that an in-service was needed as they had self-identified the error; however, the customer has since been retrained on basic sterrad® use. The issue will continue to be tracked and trended.